Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. The identifying information of the lot reported on the initial submission from the user (uf#: (B)(4)) does not correspond to a part released by paragon 28. The device history records could not be reviewed because identifying information of the product was not reported to the manufacturer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a paragon 28 teddy bear plate was found broken 6 months post-operatively. The patient was said to have a non-union of the joint. The plate was used for a right ankle open reduction internal fixation (orif) procedure. A revision surgery was performed to remove the broken hardware.